Event description:
It was reported that the patient experienced perceived low overnight blood glucose while using the ilet, though blood glucose values reportedly did not drop below 70 mg/dl; education on potential nocturnal low causes and prevention strategies was provided, and a field follow-up regarding target ranges was planned. Symptoms included a sensation of low blood glucose without documented hypoglycemia. Outcomes included no alerts or alarms and no impact to therapy. Investigation included customer education and troubleshooting. Investigation of this case revealed no confirmed device malfunction or component issue and no objective evidence of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.